Manufacturer narrative:
(B)(4). Other devices used: catalog #00599405010, nexgen lcck articular surface, lot #62742521. Catalog #00598800700, nexgen precoat wedge tibial component, lot #62774937. Catalog #00599003701, nexgen precoat augment block, lot #62227667. Catalog #00598801117, nexgen straight stem implant, lot #62678323; manufactured at zimmer (B)(4). Catalog #00598801016, nexgen straight stem implant, lot #62805642; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. This device is used for treatment. The operative notes received confirm that the patient underwent left knee revision surgery for tibial loosening. Review of operative notes does not indicate root cause. The knee was successfully brought to full extension. The patella was well positioned and well fixed and it tracked centrally throughout a range of motion. No compatibility issues were noted. The complaint history search performed for the part and lot combination for the femoral component found no other complaints. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.